Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was an incomplete staple line resulting in blood loss of approximately 1,000 cc. Additional suturing was performed.